Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0251339. During the production process, there was one record of non-conformance associated with this batch and it was related to dry barrels. This non-conformance was caused by an intermittent issue with the manufacturing equipment, which was resolved at the time of detection. Product associated with this defect was held for inspection and any affected material should have been rejected. As a sample was unavailable for return at this time, a thorough sample investigation could not be completed by our quality engineer team; therefore, the defect and the exact cause could not be verified.

Event description:
It was reported that syringe 10ml saline xs had a difficult to move plunger the following information was provided by the initial reporter: "chap0349 306572 pfs 0.9%p/flush xs saline 10ml st 0251339 patient¿s father reports resistance from the syringe when using the posiflush. Administered successfully but with resistance.".

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml saline xs had a difficult to move plunger the following information was provided by the initial reporter: "chap0349 306572 pfs 0.9%p/flush xs saline 10ml st 0251339. Patient¿s father reports resistance from the syringe when using the posiflush. Administered successfully but with resistance."